Manufacturer narrative:
(B)(4). The detached wire was reported under MFR 3004753838-2017-01864.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the patient was complaining of pain to his mother at the sensor insertion site. The patient's mother gave him panadol and sent him to bed. The next day the patient was still complaining of pain to his mother, so the patient's mother removed the sensor and the wire was missing, in addition to a red mark and a little bump where the sensor was. On (B)(6) 2017 the patient's mother took the patient to the doctor to ensure there was no retained wire or infection. At the doctor's office the patient was prescribed antibiotics as a precaution and no wire was pulled out or seen. At time of contact the patient's condition was good. No additional event or patient information is available.